Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The user facility reported that a dialyzer blood leak occurred at the start of the patient's hemodialysis (hd) treatment. The blood leak was reported to be internal; blood was visually observed in the dialysate compartment. No dialyzer damage was visible. The machine did generate a blood leak alarm. Additionally, a blood test strip was used and confirmed the presence of blood. The patient's blood was not returned. Therefore, the patient's estimated blood loss (ebl) was noted as being approximately 100 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.